Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565-2017-03519.

Manufacturer narrative:
(B)(4). Concomitant medical products: item name: locking bar, item: 141205, lot: 373750. Item name: vanguard cr ilok femoral right 70, item: 183012, lot: j3845943. Item name: vanguard 360 pst femoral augment 70x5, item: 185346, lot: 242690. Item name: vanguard 360 pst femoral augment 70x10, item: 185426, lot:157710. Item name: series a 3 peg standard patella 31x8, item: 184764, lot: 230600. Item name: cocr finned tibial tray 75mm, item: 141234, lot: j3868067. Item name: palacos rg 1x40, item: 00111314001, lot: 83194475. This report is number 1 of 12 mdrs filed for the same patient (reference 0001825034-2017-00859/00860/00861/00862/00863/00865/00866/00867/00869/00870, 0001822565-2017-01114/01115). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the components from the patient's total knee arthroplasty were removed approximately 2 months post operative to do a two step treatment for infection.